Manufacturer narrative:
Batch review performed on 08 april 2015: lot 092765: (B)(4) stems produced and released on 16 february 2010. Expiration date: 2014-12-31 no anomalied found related to the problem. To date, (B)(4) stem of the lot have been sold without any similar issue. On 03 april 2015 the medical affairs director made the following analysis, after having checked the x-ray: the patient shows no osseointegration at all, on both sides. Also behind the cups the bone density appears significantly reduced. No reports are available as to an individual intolerance or allergic reactions, on the right side a little "potting effect" is visible but apparently was not sufficient to hold the stem firmly in place. I can add nothing to the single case analysis, no information is available as to the activity of the patient, the rehabilitation protocol, any possible general disorders that may have compromised body reaction to the implants. From the surgical point of view I can identify no defects in the implantation technique that can explain the poor result.

Event description:
(B)(4).

Manufacturer narrative:
On 07/06/2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report and in the first follow up. On the same day the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 04/21/2015 the r and d project manager made the following comment upon the analysis of the retrieved explanted stem: observing the explanted femoral stem, it can be asserted that there is no sign of osteo-integration along the stem. No other conclusion can be determined by the visual inspection. The root cause of the complaint cannot be determined.